Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue; the device worked according the specification. Livanova (B)(4) requested the pump back for further investigation however the pump was not made available by the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced or confirmed, a root cause was not identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump has lost power post procedure. There was no report of patient injury.